Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and high blood glucose event. The customer¿s blood glucose was 400 mg/dl at the time of incident. Customer stated that the insulin pump buttons were unresponsive. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer had a high blood glucose of 400 mg/dl that requires medical assistance. Customer was treated at the ER. Customer's blood glucose reading was 550 mg/dl at the time of call. The customer was wearing the insulin pump during the hospitalization. The customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The insulin pump is being replaced and is expected to return for analysis.